Event description:
A cartridge alarm was reported by the caller during the load process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge using the proper technique, and the issue was resolved, allowing the caller to successfully resume insulin therapy.